Event description:
It was reported that the tips of the jaw assembly were broken, but retrieved.

Manufacturer narrative:
It was originally reported that the described failure occurred to a different product. Additional information revealed that the failure instead occured to the part that is currently being reported. The awareness date has been update in block g4 to reflect when we received the additional information. Additional information will be provided once the investigation has been completed.